Event description:
Circulating nurse in the operating room was not familiar with how to open the intergard graft packaging. Nurse tore open the foil pouch and put the outer non-sterile tray on the sterile field. The double tray was opened by the scrub nurse and the graft was implanted. Subsequently, pt developed a graft infection and graft was explanted. Nurse stated that labeling was confusing and lettering was too small. Note: the event description above was written by the distributor.